Manufacturer narrative:
A ge service representative performed an on site investigation. The vertical line problem could not be duplicated. However, the other issues were verified. Cleaned the camera to remove specs and the apparent. Contrast spot was removed. Repaired the x-ray on light. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that vertical lines were observed on the 6800 system. It was also noted that a contrast spot existed and the x-ray on light needs repair. There was no report of patient injury.